Event description:
It was reported that the patient experienced inadequate stimulation due to the implantable pulse generator (ipg) was no longer functioning as intended. The patient underwent and ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.